Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site. According to provided information, the issue was solved. The faulty part was detected to be the expiratory cassette membrane. The root cause to the reported issue could not be established by this investigation.